Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer permanently remove the device from service and that a replacement device be obtained. The customer confirmed that the device has been permanently removed from service. The device was not returned to physio for an evaluation. The cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it were necessary. There was no patient use associated with the reported event.